Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that during a procedure on (B)(6) 2015, a piece of the drill bit fractured off. The surgeon decided to leave the drill bit in place. No further information has been provided.